Manufacturer narrative:
This report is submitted on august 4, 2023.

Manufacturer narrative:
This report is submitted on june 2, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to buzzing sounds, headaches and performance decrement. The patient was re-implanted with another cochlear device during the same surgery.